Manufacturer narrative:
The customer has not returned any product. A specific root cause was not identified for this event. Additional information was requested for investigation but was not provided. Since no product was returned the investigation could not be completed.

Manufacturer narrative:
(B)(4). The customer stated the test strips are no longer available to return.

Event description:
The customer initially complained of lines on the display of the accu-chek inform ii meter with serial (B)(4). No patient results were misread due to the lines on the display. The customer also complained that erroneous glucose results were received on the meter for 1 patient. The patient was initially tested on the meter at 8:52 p.m. And the result was 393 mg/dl. The patient was re-tested on the meter at 8:56 p.m. And the result was 290 mg/dl. The customer thinks there was extra cellular fluid for the 2nd test of 290 mg/dl. The patient was tested on a different inform ii meter at 9:01 p.m. And the result was 151 mg/dl. The customer was not sure which result was correct. Different strip vials from the same lot number were used on the inform ii meters. The patient was also tested on an unspecified meter at 2:36 a.m. And the result was 143 mg/dl. There was no allegation that an adverse event occurred. The test strips in use were requested for investigation but the customer stated the strips are no longer available to return. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.